Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and did not deliver pacing when required. This patient experienced syncope, as a result he was hospitalized. Further examination showed that the rv lead was dislodged. A revision procedure was performed and the rv lead was removed and replaced. No additional adverse patient effects were reported.